Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell (B)(6). The technical service representative (tsr) instructed the home patient (hp) to close all clamps and transfer set. The tsr explained the alarms. The hp stated she had disconnected to use the restroom. The hp stated when she reconnected, she received the se 2240. The tsr advised to report alarms to her peritoneal dialysis nurse (pdrn) the next morning. The hp confirmed to finish therapy manually. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The homechoice apd systems patient at-home guide instructs patients how to emergency disconnect for a short time period. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).